Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device by a healthcare professional (hcp) on behalf of the customer. The customer received unspecified low glucose readings on the adc device. The customer noted a vertically downward trend arrow which indicates rapidly declining glucose level (more than 2 mg/dl per minute). Due to the low readings, the customer counteracted with cola, "different food", and reduced their insulin medication for "several days". Subsequently, the customer again obtained unspecified low readings on the adc device and experienced nausea, discomfort, and had to vomit. The customer's caregiver called for an ambulance and the customer had contact with a healthcare professional (hcp) who obtained a comparison reading of 69 mg/dl on the adc device compared to a reading of "hi" obtained on an hcp meter. When plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 12 days. The customer was then taken to the hospital and admitted into the intensive care unit (ICU) where they had contact with an hcp who obtained a comparison reading of 150 mg/dl on the adc device compared to a 1000 mg/dl laboratory blood glucose result. When plotted on a parkes error grid, fall into the out-of-range zone, showing the difference in values to be clinically significant. The length of sensor wear was 12 days. Thereafter, the hcp administered unspecified infusions with fluids for treatment for the diagnosis of hyperglycemia. The customer remained in the ICU and was expected to be discharged on (B)(6) 2025. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 plus sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under qr1081093. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. Section d4 (primary UDI number) has been updated. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device by a healthcare professional (hcp) on behalf of the customer. The customer received unspecified low glucose readings on the adc device. The customer noted a vertically downward trend arrow which indicates rapidly declining glucose level (more than 2 mg/dl per minute). Due to the low readings, the customer counteracted with cola, "different food", and reduced their insulin medication for "several days". Subsequently, the customer again obtained unspecified low readings on the adc device and experienced nausea, discomfort, and had to vomit. The customer's caregiver called for an ambulance and the customer had contact with a healthcare professional (hcp) who obtained a comparison reading of 69 mg/dl on the adc device compared to a reading of "hi" obtained on an hcp meter. When plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 12 days. The customer was then taken to the hospital and admitted into the intensive care unit (ICU) where they had contact with an hcp who obtained a comparison reading of 150 mg/dl on the adc device compared to a 1000 mg/dl laboratory blood glucose result. When plotted on a parkes error grid, fall into the out of range zone, showing the difference in values to be clinically significant. The length of sensor wear was 12 days. Thereafter, the hcp administered unspecified infusions with fluids for treatment for the diagnosis of hyperglycemia. The customer remained in the ICU and was expected to be discharged on 06-sep-2025. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11,224&227 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device by a healthcare professional (hcp) on behalf of the customer. The customer received unspecified low glucose readings on the adc device. The customer noted a vertically downward trend arrow which indicates rapidly declining glucose level (more than 2 mg/dl per minute). Due to the low readings, the customer counteracted with cola, "different food", and reduced their insulin medication for "several days". Subsequently, the customer again obtained unspecified low readings on the adc device and experienced nausea, discomfort, and had to vomit. The customer's caregiver called for an ambulance and the customer had contact with a healthcare professional (hcp) who obtained a comparison reading of 69 mg/dl on the adc device compared to a reading of "hi" obtained on an hcp meter. When plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 12 days. The customer was then taken to the hospital and admitted into the intensive care unit (ICU) where they had contact with an hcp who obtained a comparison reading of 150 mg/dl on the adc device compared to a 1000 mg/dl laboratory blood glucose result. When plotted on a parkes error grid, fall into the out-of-range zone, showing the difference in values to be clinically significant. The length of sensor wear was 12 days. Thereafter, the hcp administered unspecified infusions with fluids for treatment for the diagnosis of hyperglycemia. The customer remained in the ICU and was expected to be discharged on (B)(6) 2025. There was no report of death or permanent injury associated with this event.